Manufacturer narrative:
It was reported that a patient with an indwelling catheter inserted pulled on the catheter and broke the catheter off below the neck of the balloon while the catheter was still inserted. The catheter was retained in the bladder requiring a cystoscopy to remove 16 cm of the catheter from the bladder. According to the customer the patient did not sustain any permanent trauma related to the incident. There was no additional medical intervention or follow up care required. The sample was discarded at the hospital and is not available to be returned for evaluation. Due to the need for surgical intervention during the reported incident, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient with an indwelling catheter inserted pulled on the catheter and broke the catheter off below the neck of the balloon while still inserted requiring surgical removal.